Event description:
A customer reported that the system shut down three times before surgery. There was no pt involvement.

Manufacturer narrative:
The company rep examined the system. The company rep replaced the power cable. The company rep then tested the system. The system met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate of confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).